Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (ous). The user discovered 1 white fragment by looking at the camera display. The white fragment was found inside patient's leg, and they used tools to remove (details not sure). No additional interventions are required and patient's condition was good. They took out the fragments and finished the procedure using the same vv7. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The 7xb device was not returned for evaluation. However, the white strand material was returned to the factory for evaluation on 01/05/2021 an investigation was conducted on 01/13/2021. A photograph was provided by the account. A photographic inspection was conducted. A white strand of material was observed. A visual inspection was conducted. The 7 xb was not returned for evaluation. A white strand of material was returned. Based on the non- returned of the device, we are unable to determine where the white strand of material may have come from, however, the reported failure "particulates; shavings" was confirmed. The lot#: 25153152 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR / lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (ous). The user discovered 1 white fragment by looking at the camera display. The white fragment was found inside patient's leg, and they used tools to remove (details not sure). No additional interventions are required and patient's condition was good. They took out the fragments and finished the procedure using the same vv7. The hospital did not report any patient effects.